Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was unknown. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that the insulin pump was clipped on her waist when the alarm occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent up arrow button response due to corroded keypad traces. The insulin pump had a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, cracked display window, cracked case at the display window corner, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.